Event description:
It was reported that a spectrum pump did not recognize an open door. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition "does not recognized door" was not verified. The lower auxiliary requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.